Event description:
During a da vinci-assisted inguinal hernia surgical procedure, the monopolar curved scissors (mcs) failed to apply energy midway through the procedure, and tip covers were on. The port site on the patient was burned. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information: the surgeon stated that during dissection, the mcs stopped delivering energy. They increased the energy to 4, from 3; still, there was no energy. The cautery cords were checked, verified, removed, and reinstalled, but the issue persisted. All indicators showed everything working properly, but the mcs instrument had no heat when activated. As a result, they switched out to another mcs instrument, and there were no further issues. The surgeon confirmed he did not witness arcing, he believed the mcs tip cover accessory installation was correct, and there was no tear observed on the mcs tip cover accessory. At the end of the procedure, a port site burn was identified on the port where the first mcs was installed. The edges of the skin were slightly blackened and about a millimeter thick and superficial. There was no excision of the skin or first aid required to address the burn. The surgeon closed the incision as usual. The port site incision size was standard. The grounding pad was not damaged, and there was no issue with the placement. There were no images or video recordings available for review. . The surgeon did not have information as to whether the mcs instrument and mcs tip cover accessory would be returned to isi for evaluation.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported incident cannot be determined or is unknown. Isi has requested the mcs instrument and the mcs tip cover accessory for failure analysis investigation but at this time neither of the products have been returned. If additional information is received, a follow-up MDR will be submitted. Product and event verification: a review of the device logs for the mcs (part# 470179-19 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the mcs was last used on (B)(6) 2022 via system serial# (B)(4). There was 1 use remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. No additional complaints related to this product were identified in the site's complaint history. This complaint is reportable due to the following conclusion: during a da vinci-assisted inguinal hernia surgical procedure, the mcs failed to apply energy midway through the procedure. As a result, a second mcs instrument was used to continue with the procedure. Although the surgeon stated he did not witness arcing, at the end of the procedure, a port site burn was identified on the port with the first mcs installed. The edges of the skin were slightly blackened and about a millimeter thick and superficial. The surgeon confirmed there was no excision of the skin or first aid required to address the issue. The cause of the reported incident is unknown; moreover, the site has not returned the instrument or the tip cover for evaluation. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable. Device manufacture date is blank because insufficient product information was provided in order to obtain the date of manufacture.